Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 , the patient experienced signal loss across multiple devices while the transmitter was paired with several devices following wearable placement on the arm. The complaint notes that the patient uses an insulin pump, but was unable or unwilling to specify the manufacturer or confirm whether the system was operating in a modified closed-loop mode. Per documentation, the patient¿s blood glucose (bg) was 31 mg/dl at the time of the event. The patient responded by eating and drinking juice. The complaint also notes that the patient refused to speak with dexcom, declined to provide further details, and disconnected the call. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.